Event description:
The customer reported the fluoroscopic image was intermittently unable to be reviewed. The system was rebooted and functionality was recovered. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The psi power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.